Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8935l-14 screw was received for investigation. Visual inspection identified that the locking threads had stripped, accounting for the inability to engage with the plate. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/18/2022, it was reported by a sales representative via email that an ar-8935l-14 low profile locking screw would not lock and or engage with the plate. Another screw was used and case was completed without further issues. This was discovered during a distal radius fx procedure on (B)(6) 2022. Additional information requested.